Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the bolus history did not "indicate any last bolus, just showed n/a." Contact declined to review pump data to confirm the reported issue and declined further follow up. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 300 mg/dl.